Event description:
It was reported that during the implant procedure of this implantable cardiac resynchronization therapy defibrillator (crt-d), the physician was only able to connect two of the three leads. The physician elected to continue with the implant and the device remains in situ with a missing lead. Technical services was contacted for advice and is currently reviewing the event. At this time, the system remains implanted and in-service. No adverse patient effects were reported.

Event description:
It was reported that during the implant procedure of this implantable cardiac resynchronization therapy defibrillator (crt-d), the physician was only able to connect two of the three leads. The physician elected to continue with the implant and the device remains in situ with a missing lead. Technical services was contacted for advice and confirmed that the device can function normally with only two leads implanted and no risk to the patient. At this time, the system remains implanted and in-service. No adverse patient effects were reported.